Event description:
Pt entered dr.'s office showing symptoms of low blood glucose. Blood glucose on suspect device was 84 mg/dl. The emt's tested pt and blood glucose was 0 mg/dl. Pt was treated with glucose IV. Controls had tested in range that day.